Event description:
It was reported that a patient was to be treated with continuous renal replacement therapy (CRRT) using Oxiris Set with the Prismax machine and Thermax device. An issue was reported that the machine does not recognize the circuit and ¿it takes a few seconds to recognize the pods¿. It was further explained that an alarm condition occurred more than once on CRRT due to high return pressure, which caused the CRRT pump to stop. The alarm condition was resolved by the user, however another alarm condition occurred "Call Service - System Failure" and it was reported that there was no option to continue with therapy. The patient was removed from the circuit. The patient required a second circuit setup as a backup due to the related problems. It was reported that there was a delay of initiation of therapy of approximately 3-hours. At the time of the report, the patient was currently on another Prismax machine and Thermax with no further issues reported. No additional information was available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.